Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer attempted to address the elevated bg with a manual insulin injection. Reportedly, the customer was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the hospitalization; however, no response was received.